Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 242, 261, 102, 52 mg/dl. Tests were done within 10 minutes with a difference of 62%. Pt did not experience any adverse events. No further info has been reported.